Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. If explanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. (B)(4). The device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. The manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that upon insertion an intraocular lens (iol) had a trailing haptic that was damaged. The lens was cut out, suture was placed, and no other complication. The lens pieces are not available for return. No additional information was provided to johnson & johnson surgical vision.